Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when suturing the graft to the femoral/popliteal artery allegedly the graft tore at the site of the stitch. Reportedly, the tear was approximately 2mm long. The graft was removed and another graft was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual inspection: the sample appeared to be clean. The graft was returned in two separate segments. The graft segments had two blue lines running longitudinally down the graft and had carbon lining, which identified the product as a bard graft. The first returned segment measured 50.0 cm in length. The returned segment was placed under magnification. There were no signs of rips, holes or tears along the graft and the beading was intact. There were suture holes observed at the cuff of the graft with a tear noted between the suture holes. The second returned segment measured 8mm in length and appeared to of been trimmed from fist segment. There were no signs of rips, hole, tears, or sutures in this segment. Dimensional evaluation: the graft measured approximately 50.8cm long. This measurement was within specification meaning the entirety of the graft was returned for evaluation. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for torn material, as the returned segment exhibited a tear between suture holes. The root cause could not be determined based upon available information. It is unknown whether procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: dynaflo® bypass grafts do not stretch (are non-elastic) in the longitudinal direction. The correct graft length for each procedure must be determined by considering the patient's body weight, posture, and the range of motions across the anatomical area of graft implantation. Failure to cut the graft to an appropriate length may result in anastomotic or graft disruption, leading to excessive bleeding, and loss of limb or limb function, and/or death. Aggressive and/or excessive graft manipulation when tunneling, or placement within a too tight or too small tunnel, may lead to separation of the spiral beading and/or graft breakage. The distal anastomosis should be made after tunneling or suture disruption can occur. Do not pass the cuff portion (distal end) of the dynaflo® bypass graft through a tunneler sheath or the tissue tunnel, as this could lead to separation of the spiral beading and/or graft breakage. Precautions: when suturing, avoid excessive tension on the suture line, inappropriate suture spacing and bites, and gaps between the graft and host vessel. Failure to follow correct suturing techniques may result in suture-hole elongation, suture pull-out, anastomotic bleeding and/or disruption. Refer to "suturing" for further instructions. Method- microscopic inspection (added). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.